Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The closed loop stimulator (cls) remains in use. The root cause of the patient's limb pain could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "abnormal sensations or pain." The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their lower limb a day after the implant procedure for evoke scs system. The patient was evaluated in the emergency department and subsequently hospitalized for pain management. The physician determined that the reported pain was likely due to inflammation. A gradual reduction in the reported pain has been noted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.